Event description:
It was reported the patient received appropriate therapy that terminated an arrhythmia. The patient experienced dyspnea due to the patients condition of heart failure. The device was interrogated and a missing egm was observed. Abbott technical support was contacted, confirmed the event and suggested to clear the device memory. No intervention was performed at this time. The patient experienced no adverse health consequences.

Manufacturer narrative:
The reported event of missing egms was confirmed. The cause of the event was due to the device running out of memory and thus, was unable to store the egm. This is per device design.